Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 analysis: the product was returned to ethicon for evaluation. The returned sample revealed that it was received one open sample that pertained to product code j358h. During the visual inspection of the returned sample, the suture began with the degradation process; this condition probably caused the discoloration of sutures and caused the detached needle the time of exposure of the suture to the environment could not be determined and the foils were not returned to determine the assignable cause. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related reports: manufacturing report # 2210968-2024-04608 and manufacturing report # 2210968-2024-04609.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. Prior to use, when opened, the stitches were not fixed, and the color of the stitches was weird. No adverse patient consequences were reported. Upon evaluation of the returned device, suture degradation was observed. No additional information requested at this time.